Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Implant and explant dates: device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: jun 25, 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during elastic nail insertion surgery on (B)(6) 2017, while the surgeon was hammering with a competitor¿s hammer on the plastic portion of the inserter for titanium elastic nails instrument the top potion of the sleeve that fits over the inserter broken off and fell on the operating room floor. Another instrument was available in the operating room to complete the procedure. The surgery was completed successfully with no surgical delay. The patient is reported to be in stable condition. Concomitant device: unknown elastic nail (part # unknown, lot # unknown, quantity 1ea). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device. The 359.219, lot number 9446805 titanium elastic nail inserter was returned and reported to have broken apart during surgery. This complaint condition was likely caused by over a year of consistent use and possibly excessive hammer strikes during surgery; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection and drawing review were performed as part of this investigation. This complaint is confirmed. The 359.219 titanium elastic nail inserter is an instrument routinely used in the titanium elastic nail system (technique guide). The device was returned and reported to have broken apart during surgery. This condition is confirmed; the device appears to have broken apart and then attempted to be put back together. The proximal portion of the device appears stuck on the distal threads of the shaft of the inserter causing it to stay connected but measure approximately five millimeters longer than specification. The device was manufactured in 6/2015 and is over a year old. The balance of the returned device is in fairly battered condition and has markings from hammer strikes along the entirety of shaft and proximal head. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. All measurements have been performed by calipers. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.